Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2006403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user kept the black shuttle of the 6f-7f mynxgrip vascular closure device (vcd) tight and tried to shift the green shuttle towards the artery; however, it was not possible to proceed further at this stage even though he has tried several times. Finally, he deflated the balloon and withdrew the complete mynxgrip system from the body. All this has been followed by standard manual compression to finalize the procedure. The operation finished well. There was no patient harm or consequences. The patient recovered and the patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The event did not cause a clinically relevant increase in the duration of the procedure nor cause a condition that requires hospitalization or significant prolongation of existing hospitalization. Patient was not morbidly obese. The customer unpacked the device and has performed the test according to the instructions for use (IFU) as usual. The device was stored as per the instructions for use (IFU). The device was used for vascular closure during a carotid stent implantation and used a retrograde approach for common femoral artery closure. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The artery diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The user smoothly introduced the mynxgrip to the non cordis 6f catheter sheath introducer (csi) and continued to the artery, inflated the balloon until it has aligned with the tissue tract. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath but there was resistance at the beginning of extraction of the sheath. The sheath was not kinked/bent. The device with the sheath was pulled back to target position beneath the puncture site and "smoothly was introduced the green plastic part inside, with click at the end position." Heavy resistance was then felt during the extraction phase so the balloon was deflated to avoid balloon pull through. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for analysis. Images are available for review.

Manufacturer narrative:
Complaint conclusion: as reported, the user kept the black shuttle of the 6f-7f mynxgrip vascular closure device (vcd) tight and tried to shift the green shuttle towards the artery; however, it was not possible to proceed further at this stage even though he had tried several times. Finally, he deflated the balloon and withdrew the complete mynxgrip system from the body. All this had been followed by standard manual compression to finalize the procedure. The operation finished well. There was no patient harm or consequences. The patient recovered and the patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The event did not cause a clinically relevant increase in the duration of the procedure nor cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The patient was not morbidly obese. The customer unpacked the device and has performed the test according to the instructions for use (IFU) as usual. The device was stored as per the instructions for use (IFU). The device was used for vascular closure during a carotid stent implantation and used a retrograde approach for common femoral artery closure. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The artery diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The user smoothly introduced the mynxgrip to the non-cordis 6f catheter sheath introducer (csi) and continued to the artery, inflated the balloon until it has aligned with the tissue tract. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath but there was resistance at the beginning of extraction of the sheath. The sheath was not kinked/bent. The device with the sheath was pulled back to target position beneath the puncture site and "smoothly was introduced the green plastic part inside, with click at the end position." Heavy resistance was then felt during the extraction phase so the balloon was deflated to avoid balloon pull through. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The sealant was exposed outside the shuttle. Blood was stuck to the catheter. The advancer tube remained inside the shuttle cartridge. The procedural sheath was retracted to the shuttle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, the grip tip of the sealant was removed and shuttle movement was checked and no resistance was felt. The shuttle was retracted to the handle. The advancer tube was engaged to the proximal tamp lock and blood was observed on proximal end of the advancer tube which indicated that blood may have been trapped inside the sheath and caused the sealant to prematurely hydrate and increase the profile during the procedure. Per microscopic analysis, no anomalies were observed. A product history record (phr) review of lot f2006403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant becoming prematurely hydrated, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.